Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically using the incorrect surgical technique for the device. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during ankle fracture surgery after the surgeon placed the k-wire and drilled over it, he wanted to pull the tightrope through. However the plate always came back and could not be fixated on the bone. The same issue occurred with an additional device from the same lot number. The customer then used a third device with a different lot number to finish the surgery successfully. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.